Event description:
It was reported that during the attempted implant of the right ventricle (rv) lead, two septal positions resulted in high pacing thresholds and high impedance. It was also reported that there was "floating" impedance. The rv lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.